Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) displayed a battery status of elective replacement indicated (eri), despite being in storage mode. The field representative denies any ICD magnet exposure. The device was returned to guidant for analysis.